Event description:
It was reported the device speaker is not working. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Based on the information available and the testing conducted we were unable to replicate the reported problem and the cause of the reported problem is unknown. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. Although the speaker was confirmed to be functioning per specification during testing the speaker has been replaced per precaution as per current process. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.